Event description:
Laparoscopic cholecystectomy clip applied to artery. Clip came off the artery. The case was converted to an open procedure and the artery ligated. This extended the recovery time and hospitalization of the pt.